Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, the during explantation of the devices both implants were found to have been ruptured. See 1645337-2019-17652 for the report of the contralateral prosthesis rupture. A manufacturing record evaluation (mre) was performed for the finished device number 5796292, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #: 3503001bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, the device was explanted on (B)(6) 2019.